Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to hip fracture as a result of a patient fall on (B)(6) 2016.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an anato stem was reported. The event was not confirmed. Device history review: the reported device was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to hip fracture as a result of a patient fall on (B)(6) 2016.